Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during prep for a percutaneous coronary intervention procedure to treat an obtuse marginal coronary artery, while outside of patient anatomy, when advancing a 2.5x23 rx xience alpine stent delivery system (sds) over a balance middleweight (bmw) guide wire, resistance was felt and the sds became stuck on the bmw; the sds was unable to be retracted over the guide wire. The sds was cut lengthwise with a scalpel about 30mm down from the stent in order to remove it from the guide wire. The same bmw was used successfully with a new xience alpine to complete the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.